Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the cathode coil had a break near the tip. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend and retract the helix caused the conductor coil to break.

Event description:
Boston scientific received information that this right atrial (ra) lead was an attempted implant. During the procedure, the helix was unable to be re-deployed once retracted. The lead was removed and replaced prior to pocket closure. There were no adverse patient effects.